Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during the patient's elective scs ipg replacement procedure, the physician suspected the patient's implanted lead appeared to have a compromised outer covering. The lead was tested intra-operative and no impedance issues were noted. The lead was connected to the ipg and therapy was restored to all of the patient's pain area. No further intervention needed at this time.